Manufacturer narrative:
Date of report : 21jun2019, date rec¿d by MFR : 14jun2019. Revealed during visual investigation. After testing, it was determined that the ul_lr resistance were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI: (B)(4). The philips field service engineer (fse) evaluated the device and verified the reported condition. The touchscreen was unresponsive. The fse replaced the touchscreen to address the issue. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The customer reported that the ventilator touchscreen was unresponsive. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.